Event description:
It was reported that the customer was hospitalized with a blood glucose (bg) level of 678 mg/dl. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. During troubleshooting with tandem technical support, it was discovered that the customer had missed "bolus reminder" alerts.